Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided, unlabeled photos were reviewed; however, do not aid in the clinical investigation of the root cause of the reported events. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction data: h6: health effect - clinical and impact code

Event description:
It was reported that after a left ankle tendon achilles repair procedure using a twinfix anchor device, the patient complained of plastic materials left inside the ankle wound. The mentioned materials caused an infection and the patient had undergone a few surgeries overseas, the plastic material was removed from the patient. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).